Event description:
It was reported that during a mandible synthesis procedure on (B)(6)2014, the tip of the forceps broke off and flew across the room. There were no broken fragments remaining in the patient. The procedure was successfully completed with no delays and no reported harm to the patient.this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. The device history record review could not be performed as the records could not be identified.